Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j3 are damaged. Pictures were taken. A receiver charge test was performed and failed. A receiver boot test was performed and failed due to usb pin(s) from j3 are damaged. The log download failed due to usb pin(s) from j3 are damaged. Functional tests were not performed due to receiver could not boot up and\or communicate with tester. Receiver case opened for internal visual inspection and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hwbbt" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.